Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect - clinical code e2324 incontinence. H6 health effect - clinical code e0131 speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off-label usage of the device, on (B)(6) 2025, the patient stated the cgm data was showing low for three and a half hours straight. They stated it was giving fluctuating values, glucose readings between the 30s and 50s. Based on the cgm they thought their glucose was low so they kept eating carbs. Then he checked a finger stick and it was in the 600s. He had slurred speech, was incontinent, and was in and out of consciousness. The patient's child called a nurse at the senior living facility the patient was at. The nurse administered humalog and the patient felt okay after treatment. The sensor was changed afterwards. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the cgm was fluctuating. The reported glucose values fall within the d zone of the parkes error grid when the patient had symptoms. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.